Event description:
The site reported that a light adjustable lens (lal) has been explanted due to patient complaining of glare and halos. Rxsight's first awareness of the event was (B)(6) 2022.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. On (B)(6) 2022, the lens was explanted, and another lal was implanted. During preoperative planning for the 1st lal, the surgeon intended for the patient to have a postoperative target of 2.00d of myopia. Prior to ldd light treatments commencing, the patient complained of halos and glare which could have been caused by the magnitude of postoperative myopia. Therefore, the surgeon decided to remove the 1st lal and replace it with a 2nd lal targeted for less myopia (-0.87d). The explanted lens (sn: (B)(4)) was returned to rxsight and is currently undergoing evaluation. Manufacturer reference #: (B)(4).